Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the insulation was found to be abraded from the inside out. (B) (4) - failure (event) observed during analysis.